Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A startright representative reported via phone call of high blood glucose readings from the insulin pump. The customer had issues with the sensors not working. The customer stated that she had three replacements. The customer had extreme high of 489 mg/dl in the morning. The customer treated with a bolus from the pump. The customer's blood glucose came down to 454 mg/dl an hour later. Around 1 pm, the customer's blood glucose was at 360 mg/dl. The customer was advised to call 24 hour helpline for assistance.